Event description:
8/19/1998 diagnostic laparoscopy being performed with incidental appendectomy. Insufflator failed during appendectomy. Surgeon was unable to maintain visualization of operative area. Unable to control bleeding from small bleeder due to poor visibility. 8/20/1998 required exploratory laparotomy and control of bleeding & evacuation of hematoma.